Manufacturer narrative:
B3: event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 3006705815-2023-06275. It was reported that the patient's leads had migrated. Surgical intervention was undertaken on (B)(6) 2023, and the leads were pulled down to their original positions.